Event description:
Information was received from a trial patient and it was reported that the patient was experiencing a jabbing feeling, return of symptoms, and programmer cannot find the device. The patient reported that she used the programmer on the night prior to the report to decrease stimulation and when she woke up she was not feeling stimulation at all. The patient was struggling to connect the programmer to the external neurostimulator (ens); once connected the patient reported stimulation was set at 0.0 and increased it to 0.8 and was still not feeling stimulation. The patient did not want to increase stimulation more during the call. The patient reported that she was to see her primary healthcare professional on the morning of this report and was going to stop in and see the trial healthcare professional and see why she was not able to connect or feel stimulation. The jabbing feeling was noted to be sudden. The patient reported sitting in a recliner and felt a jabbing. The patient reported the jabbing feeling was really hard in the back. The patient was able to decrease stimulation and reported the jabbing lessoned then went away. The patient also reported a return of leaking. No outcomes were reported at the time of this report.